Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the instrument associated with this report was not returned, but a photo was provided confirming the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Screwdriver end was blunt and rounded so the surgeon couldn¿t tighten the pinnacle screws into the pinnacle cup. A different screwdriver was used. No delay to procedure.